Event description:
Pacer electrodes applied to pt in proper manner with both leads snapped on tightly. Turned on pacer function. Sense markers seen on intrinsic beats. Demand pacing seen on screen for short period then when ma turned up; pacing leads off message appeared with tone. All connections rechecked and another pacing wire with leads tried from pacer. Message continued when ma adjusted and unable to obtain pacer function.